Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot, however samples could not be tested due to being past expiration date. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill could not be tested due to being past expiration date. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that one-hundred bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes was underfilled and produced erroneous results. Patients had to make another appointment with physician. Customer¿s verbatim: ¿citrate tubes do not fill properly at gp office, private receives underfilled samples and has to flag results or reject samples, blood collection needs to be repeated, patients have to make another appointment with physician. Image loss at gp and pl level. ¿